Event description:
On (B)(6) 2012 the patient claimed that there was moisture under the display lens and in the battery compartment after swimming with the pump. The patient reported that the pump would not power on with a new battery. It was said that the battery cap was replaced two weeks ago and had no visible damage, there were no cracks in casing or damage to the keypad, the battery cap was secure to the pump with no visible o-ring, and the audio bolus button was intact. There was no patient impact associated with this complaint; the patient successfully instituted a backup plan with an insulin pen. This complaint is being reported because the power issue remained unresolved at the time of the contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On testing, the pump did not power on, had no auditory or vibratory function and the black box and history could not be downloaded. On examination, there was no moisture in the battery compartment. A leak test revealed a leak in the case seal on the front of the pump. The pump cover was removed for further investigation and revealed moisture inside the pump on the printed circuit board and the internal pump components. Complete functionality testing could not be completed due to moisture ingress.